Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: the 37761 desktop charger, serial #(B)(6), was returned for product analysis. Analysis revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member reported that 2-3 years prior the implanted neurostimulator (ins) had gone into overdischarge, and on (B)(6) 2021 the patient was unable to recharge the ins.  No symptoms reported. Additional information was received. The reason for call was because the recharger (insr) doesn't work. Pt rep initially noted the screen is blank, but then reported the screen powers on and shows mdt 5.0 (mdt splash screen). Pt rep also noted there may be an issue w/ the top of the insr, where the connector pin plugs into the insr, but noted they were unsure. Pt rep did not have the equipment w/ them during time of the call and reported the pt is in the hospital right now w/ a uti (unrelated to ins). Pt rep noted that the ins battery has drained previously, and they cannot let the ins battery drain again, or the pt will go without the scs because the pt cannot have surgery. Troubleshooting was unable to be performed as the pt rep did not have the equipment w/ them during time of call. Pt rep called back with equipment for further troubleshooting. Pt rep re-reported information previously documented in this case. The caller inspected the dtc and said the connector pin looked bent or broken. They further explained that the cord was most likely plugged into the insr when it was bent/broken and said the port on the insr looked damaged as well. The insr screen was blank and would occasionally display the medtronic startup screen. Sent request to repair for dtc and insr. The caller mentioned that the pt was in the hospital and confirmed it was not related to the device/therapy. There was a report that a rep did a reset on (B)(6) 2019 and another rep did a reprogramming on (B)(6) 2019. The patient didn't remember how many times the ins had been brought out of overdischarge but said "maybe once". Most recent incident was not overdischarge but recharger failure. Recharger was replaced and is functioning.